Event description:
The svc repair tech (srt) reported that during routine testing of the device at the svc ctr, the touch screen of the central control monitor (ccm) was not responding to touch. There was not pt involvement.

Manufacturer narrative:
Per the svc repair tech (srt), the ccm belongs to the svc dept. The cursor will move with finger touch, but then jump back to ctr right of screen without opening next screen. The srt said the touch sensor panel was bad and none are available for repair. The touch screen will be scrapped.